Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).

Event description:
It was reported that the patient fell and the right atrial lead became dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.